Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 1000.0 mcg/ml at 339.8 mcg/day via an implantable pump. The indication for use was not reported. It was reported that excess drug was left in the pump at a refill. During a refill on (B)(6) 2018, the actual reservoir volume (arv) was greater than the expected reservoir volume (erv); it was a lot more than 2 ml. At the previous refill in (B)(6) 2018, the arv was 2 ml greater than the erv. No actions/interventions were taken. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The issue was not resolved. However, the patient's status was alive - no injury. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. It was noted the pump had an estimated elective replacement indicator (eri) of 15 months. The implant date was unknown. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. Surgical intervention was not planned at this stage. Information regarding the patient¿s gender and weight were unavailable. No further information was obtainable at this stage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that surgical intervention was scheduled for (B)(6) 2019. The pump would be returned to the device manufacturer after explant. The cause of the motor stalls was not determined. It was not known exactly when the motor stalls first occurred.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the patient¿s pump was replaced. Logs showed: recovery on 2019-may-03 at 19:03 motor stall on 2019-may-04 at 00:49 recovery on 2019-may-04 at 02:28 motor stall on 2019-may-04 at 15:08 recovery on 2019-may-05 at 01:15 motor stall on 2019-may-05 at 12:39 recovery on 2019-may-05 at 15:48 motor stall on 2019-may-05 at 18:46 recovery on 2019-may-07 at 01:19 motor stall on 2019-may-07 at 16:51 recovery on 2019-may-07 at 17:16 motor stall on 2019-may-09 at 07:28 recovery on 2019-may-10 at 02:43 motor stall on 2019-may-10 at 15:35 recovery on 2019-may-12 at 06:42 motor stall on 2019-may-12 at 15:00 recovery on 2019-may-14 at 06:49 motor stall on 2019-may-14 at 18:21 recovery on 2019-may-16 at 04:42 motor stall on 2019-may-16 at 13:04 recovery on 2019-may-18 at 10:43 motor stall on 2019-may-18 at 20:23 recovery on 2019-may-20 at 06:44 motor stall on 2019-may-20 at 20:54 recovery on 2019-may-21 at 10:07 motor stall on 2019-may-22 at 00:19 recovery on 2019-may-22 at 01:52 motor stall on 2019-may-22 at 07:38 recovery on 2019-may-22 at 11:19.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump went into a motor stall when it was being updated post refill. Logs showed that the pump was in active motor stall and had experienced intermittent motor stalls and recovery over the past few months (from (B)(6) 2019). Attached logs showed: motor stall on (B)(6) 2019 at 00:26 recovery on (B)(6) 2019 at 03:21 motor stall on (B)(6) 2019 at 09:03 recovery on (B)(6) 2019 at 17:22 motor stall on (B)(6) 2019 at 04:54 tube set on (B)(6) 2019 at 04:54 recovery on (B)(6) 2019 at 05:53 motor stall on (B)(6) 2019 at 11:29 the alarms were silenced, and the patient was admitted to the hospital for treatment. No date for a pump replacement had been made yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.